Event description:
It was reported that, during reprocessing, water filter replacement had not been performed since june of 2023. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, it is possible that the user did not read the instruction manual carefully and therefore did not replace the water filter. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.